Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2015. During the procedure "there appeared to be metal shavings in the pt's posterior uterine cavity." The physician removed the foreign material and completed the procedure with a second disposable device. The pt was discharged after the procedure with no issues.

Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. The device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observations. (B)(4).